Event description:
It was reported that (1) device was used during a skin closure. It was reported by the affiliate that during application, the pmw35 staple remained stuck to the stapler upon firing. Cannot extract from the skin. Another device was used to complete the case. There was no consequence to the pt.